Event description:
No lv pacing was found. Lv lead was pulled back and is on the upper part. The patient was hospitalized and lv lead repositioning was done. For diagnostic reasons, chest x-ray and blood test were done. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.